Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for this event. The cause of the peritonitis was unknown. On an unspecified date, the patient was treated with unspecified medication for peritonitis. The patient outcome was not reported. The patient continued to undergo pd therapy during the treatment period of this event. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.